Event description:
It was reported that a large volume folfusor underinfused during infusion. After one week of infusion, approximately 25% of the product remained in the device. The device contained chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d10, h4, h6, and h11: b5: the device contained fluorouracil and saline. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.